Event description:
It was reported that the patient underwent total knee replacement on an unknown date and topical skin adhesive was used. Approximately two months post-operatively, the patient experienced reddened skin with joint fluid leakage, inflammation and wound dehiscence. The patient underwent re-operation for wound closure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.